Manufacturer narrative:
Section h6 - medical device problem code: "4015 - complete loss of power" corrected to "1670 - use of device problem". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿hooked up to the mobile power unit (mpu) and it started alarming¿ could not be confirmed through this evaluation. Event details indicated the patient connected to the mobile power unit and the device began alarming. The audible alarm stopped only when the batteries were removed. It was reported the mpu was exchanged. Additional information communicated on 09sep2021 indicated the mobile power unit will not be returning for an evaluation. A root cause could not be determined under this evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) was shipped to the customer on 17nov2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was at home. The patient was hooked up to the mobile power unit (mpu) and it started alarming. The patient was not able to provide the specific alarm. The batteries were immediately changed. The mpu only stopped alarming when the batteries were removed. The patient tried to replace the batteries, but the mpu continued to alarm. The patient tried to plug the mpu into another outlet, but the issue remained. The mpu has a v-lock connector. There were no environmental issues that affected ac power at the time.